Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump button was stick. Customer's blood glucose level was unknown. Customer reported that the insulin pump had rewind twice, sometimes has to take reservoir out. Customer reported that the insulin pump received unexplained no delivery alarms, insulin squirts out of cannula instead of drip. The insulin pump will not be returned for analysis.